Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation 1 unit of lot c1929439 of echo-hd-22-ebus-p-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 december 2023. A proximal kink below the sheath extender was observed. Stylet re-inserted into device but unable to pass kink below sheath extender. Needle able to advance and retract with slight difficulty. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1929439 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender which would have led to the needle advancement issues encountered by the user. Summary: complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-may-2024.

Event description:
Dr (B)(6) claimed that the needle was not able to come out of the device after a few passes. One out of seven passess was successful using this device. The case was proceeded by using another new echo-hd-22-ebus-p-c and was successful. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: the needle was stuck in the device 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs, 4r. A. If the lungs, which lymph node was being targeted? 4r. 10. Please describe the size of the intended target site. 2cm approx.. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax ebus 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? Yes. 23. When was the issued with the product noted? On needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? During the procedure. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? One. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.